Manufacturer narrative:
(B)(4).

Event description:
During vats procedure customer had a problem with closing the dlu with endo gia universal handle.

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. If information is provided in the future, a supplemental report will be issued.